Manufacturer narrative:
Event summary: the patient data files showed at least one application was performed with catheter 2af284 / 31547 on the date of the event. Failure files confirmed the system notice (#50022) indicating a mechanical component error on the date of the event. This is a clinical issue encountered during the procedure. No product malfunction reported. The mapping 990063-020 / 215388797 was intact with no apparent issue, mapping catheter passed the test as per specifications. The product analysis findings do not indicate a manufacturing related defect. In conclusion, the reported issue (bleeding/ aneurysm) has been not confirmed through testing and the data analysis. The clinical issues (bleeding/ aneurysm) were encountered during the case. The mapping catheter passed the returned product inspection as per specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, after the balloon catheter was inflated over the mapping catheter in the right inferior pulmonary vein (ripv), blood was observed in the endotracheal tube. The physician opted to proceed with the case. The freeze began and blood was again observed. The case was then aborted and the patient was under general anesthesia. No further patient complications have been reported as a result of this event. (B)(6) 2018: additional information reported that the patient is stable but hospital stay was extended. There was a small aneurysm around the pulmonary vein and it was uncertain if the patient would need a procedure or if a procedure would be possible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.